Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the event could not be determined, from the information provided by the complainant, applied medical believes that the fuse button on the device may have been released early, prior to completion of the sealing cycle. The instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. The device was also being used on lung tissue; per the IFU, the device is indicated for use "...in laparoscopic procedures where the ligation and division of vessels and tissue bundles is desired." Applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Left vat lobectomy + timectomy- "eb010 was used during all procedure. We observed 2-3 error signals (check device) due to liquids presence and 2-3 other errors (reactivate) because synthesis button was released before synthesis cycle completion. Both error messages were resolved avoiding liquids, in the first case, and reactivating the button in the correct way, in the second case. We received a complain from the hospital (about 7 months after or demo) informing they observed some bleeding during usage. In the email they report the following: "(B)(6)" (->at the acoustic signal of the generator advising haemostases occurred, often a moderate bleeding persisted that required further action by the operator). Event sample is not available, it was thrown away at the end of intervention because no any problem raised at the moment." Patient status- good, no further intervention required when we were in or during the demo.